Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. The product sample or additional supporting materials from the account was not available for this incident. Without a physical product sample, we are unable to perform any functional or visual testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic assisted distal gastrectomy (ladg) procedure. For the first firing, the surgeon clamped the tissue, pushed the green firing mode button, and the status indicators were illuminated green. However, could not fire the device. Replaced by new powered handle and adapter, inserted the previous battery and connected the reload. However, the same event occurred. Then replaced by a manual stapling handle, connected the previous reload, and the firing was completed with no problem. Had checked the opening and closing of the jaws and articulation prior to use for each device. The surgical time was extended by less than thirty minutes. There was no patient harm. The status of the patient is no problem.